Event description:
Dealer stated that the m51psemired power chair is displaying an 8 flash error code. End user was traveling to the drug store and the chair stopped on the sidewalk. The user had to be manually pushed to her home in the chair.